Event description:
While performing a cataract extraction, and using a nucleus cracker, the tip of the surgical instrument broke off into the patient's eye. The tip of the surgical instrument was retrieved with the utrata forceps. No complications. Name of the company: (B)(6). FDA safety report ID# (B)(4).